Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 09-apr-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on 2020-dec-01 regarding a patient receiving lioresal (2000mcg/ml at 210mcg/day) via an implanted infusion pump. It was reported that the patient had symptoms of returned spasticity and agitation since their pump was replaced on (B)(6) 2020. There were no factors that may have led or contributed to the event except the pump replacement. No diagnostics or troubleshooting were performed. The hcp took the patient to surgery on (B)(6) 2020 to explore the pump connector segment. The hcp determined that the connector was not totally connected to the pump. The pump connector segment was replaced and the issue was considered resolved.